Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty (bt) procedure on (B)(6) 2012 for the treatment of severe persistent asthma. This complaint is being reported based on an event of pulmonary hemorrhage with intervention. According to the complainant, the patient underwent her first bronchial thermoplasty (bt) treatment to the right lower lobe. During the procedure, the physician was treating the rb6 sub-segment of the lung and had successfully completed two activations. It was noted that her muciod secretions were scant and clear throughout the bronchial tree. Prior to the third activation, as the scope was being repositioned, the patient experienced a massive pulmonary hemorrhage. The physician immediately withdrew the catheter with the olympus hybrid scope, and replaced it with an extra-large therapeutic bronchoscope. He proceeded to stop the bleeding using epinephrine (1:10,000), sodium bicarbonate, iced saline solution (20 ml per syringe flush), and aggressive suctioning using the bronchoscope. Reportedly, it took the physician an estimated 35 to 40 minutes to control the bleeding and approximately 200cc of blood was lost. Once the bleeding had stopped, a second bt catheter was used to complete the procedure with a total of 117 activations. According to the physician, there was no malfunction of the device, but rather, the technician was over expanding the array in the small airways. There were no transfusions or hospitalizations as a result of the bleeding. The patient did experience respiratory instability and subsequent hypoxemia; however, no intervention was required once the bleeding had stopped and her airway was cleared. The physician reported that the patient has subsequently completed all of her bt treatments and has done exceptionally well. Her symptoms have minimized and she is now able to participate in extracurricular activities including singing in her church choir. Overall, the patient is reported to be doing very well without sequelae.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.